Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient hasn't had very good therapy results since about a month after implant. The patient was involved in a hit and run in (B)(6) which caused the ins to "pop out" and they had to do a revision to replace the ins. The patient thought the revision was on (B)(6) 2020. Since the revision, the patient still hasn't gotten much therapy revision.